Event description:
It was reported via clinic notes rec'd that the pt's seizures had previously increased in frequency and severity as noted at different appointments. In notes from (B)(6) 2009, it was noted that the pt had the same number of seizures as usual but they had increased in severity. In notes from (B)(6) 2010, it was noted that the pt's seizures had recently increased, however, the pt's father had recently experienced 2 strokes and the pt was having difficulty sleeping as a result. From notes on (B)(6) 2010, it was noted that the pt had "lots of seizures" but had also recently contracted oral thrush after multiple previous incidents. No device failure is suspected. Further attempts for information from the neurologist have been unsuccessful to date.